Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that there was no magnet in the insep. A field service engineer, replaced insep and clean med trays also reseated all of connections to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system has broken cubie which was not opening. Customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.